Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with suite pc hardware resulted in the system not being able to complete the startup sequence. The fse swapped the slots of computer from second to third and the data cable of the hard drive. After the swap, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the table was floating in the morning and after a reboot the system was stuck in the splash screen. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.